Manufacturer narrative:
Device not received. Analysis of the system controller log files confirmed elevations in pump power and estimated flow; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding, stroke and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch report # 2916596-2018-00067. (B)(4). Approximate age of device- 27 days. It is unknown if or when the lvad was explanted from the patient after expiration. The device is expected to be returned for evaluation. The device has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient was admitted due to an drainage from a thoracotomy incision. The thoracotomy was performed approximately one week prior due to device thrombosis. While admitted, the patient had intracranial hemorrhage and did not recover after the event. The patient subsequently expired. The patient was on aspirin and coumadin at the time of the event. No additional information provided.